Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that during the hip pinning, while using the magna-fix instrumentation, the guide pin became jammed inside the cannulated reamer and was advanced into the patient's pelvis. Two arteries were severed and the patient died.